Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the case, the subject balloon catheter ended up deflating because it got punctured. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use and the reported issue occurred in the ica. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the stroke procedure, the subject balloon got punctured inside the patient's anatomy. According to physician the issue was caused by the plaque in the ica. No additional information is available. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stroke procedure, the subject balloon got punctured inside the patient's anatomy. According to physician the issue was caused by the plaque in the ica. No additional information is available. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.